Event description:
"S/p b subgl gels for augmentation. Md wanted to do pex. Pt has no c/o's ref breasts except occ pain. Denies h/o trauma. Pt main c/o is systemic sx's starting shortly after implant. These include arthralgias/myalgias (+ am stiffness, l greater than r), paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, fevers, hot flashes/sweats, dental probs, memory loss, sicca, oral sores, rashes, sens sun, sob/cough, costochondritis, increased cholesterol, wgt gain, and gi/gu disturb. Pt is otherwise healthy."